Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address abductor disruption due to metal, possible neck impingement on cup, and pain.

Manufacturer narrative:
Patient was revised to address abductor disruption due to metal, possible neck impingement on cup, and pain. Doi (B)(6) 2008 - dor (B)(6) 2011 (left hip). Examination of the returned items and review of the device history records did not reveal any related product problems, manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. B. No additional information was obtained. Evidence is found to suggest mal-positioning of the acetabular cup. This could lead to impingement as suggested by the complainant. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.